Manufacturer narrative:
The user reported an allergic reaction that caused itchiness at the sensor site caused by the white adhesive patches.the first symptoms first appeared on (B)(6) 2025.the user's hcp was aware of the event and prescribed with flonase for itchiness.the adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".

Event description:
Senseonics was made aware of an incident where user reported an allergic reaction that caused itchiness at the sensor site caused by the white adhesive patches.the first symptoms first appeared on (B)(6) 2025.the user's hcp was aware of the event and prescribed with flonase for itchiness.